Event description:
On october 5th, 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter read inaccurately high compared to another meter (daughters meter, ¿himena metrics¿). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2018, around 11:00pm when the patient reported that she obtained an alleged inaccurate high result of 285mg/dl on the subject meter compared to 157mg/dl on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with insulin (self-adjuster) and reported increasing her dose of insulin by an unspecified amount in response to the alleged high reading. The patient stated that on (B)(6) 2018 after 11:00pm she developed symptoms of ¿sweating and her sugar dropped, big time¿. The patient reported that she self-treated with food/drink ¿a bite sized snicker¿ and called for paramedics who treated her with ¿a type of glucagon injection¿ and took her to ER where she was monitored from 11:30pm to 4:30am the following day. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The patient performed the correct testing steps to obtain a blood glucose reading. The test strips were stored correctly and within expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.